Event description:
Caller reported a malfunction on the pump, identified as malfunction 0, with a fault ID available. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in resetting it. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise.